Event description:
The complainant stated that the brake will not keep the bed from moving after it has been set. He has replaced the wheels and it is still doing this.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the customer discloses their investigation.